Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) (B)(6) alleging that he was experiencing an inaccurate high issue with his one touch ultra meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "one month ago" prior to contacting lfs. The patient stated that he manages his diabetes with insulin (self adjuster) and due to the alleged high results, "one month" prior to contacting lfs, he increased his dose of medication based on the subject meter's results. He claimed during one week "following" the treatment of the insulin injection, after the alleged issue started, he felt sweaty, had a headache and blurry vision, which he associate to a hypoglycemic state. In response to his symptoms, he reportedly self treated with glucose tablets and within 20-30 minutes he reported feeling normal. After a week passed, he was at his doctor's office where his blood glucose was tested with the physician's meter. He obtained glucose results of "24.2 and 32 mmol/l" on the subject meter, and "8.2 mmol/l" on the doctor's meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.